Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the stent was partially deployed and a stent positioning issue occurred. The target lesion was located in the common iliac vein. A 16x90/9fr uni plus 75cm wallstent® endoprosthesis was advanced for treatment. However, the stent was not completely deployed as the end part did not completely expand. The delivery catheter got caught and dragged the stent in the iliac vein without damaging the stent. The stent finally came free from the catheter and was implanted successfully. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.